Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation.\ based on the results of the investigation, root cause could not be identified. However, the probable cause of the event may have occurred due to an irregular load on the forceps channel during the user's handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material exiting the channel. There were no reports of patient involvement.